Event description:
The patient contacted animas alleging that he went to the emergency room with elevated blood glucose symptoms. The patient reported that his blood glucose levels were reportedly in the 200 mg/dl range during the evening on (B)(6). On (B)(6) his blood glucose levels were in the 400 mg/dl range with nausea, vomiting, and ketones. The patient reportedly called 911 and was taken to the ER at about 2 pm. He said he was admitted and remained in the hospital for dka. At the time of the call the patient stated he is on insulin injections at the hospital and would be released the next day. He states that his nausea and vomiting were due to elevated blood glucose levels and had no other changes in her diet. The patient was not able to troubleshoot the pump at the time of the call to animas because the battery cap was lost. The patient agreed to troubleshoot the product later however animas was unable to reach the patient to troubleshoot the product. This complaint is being reported because the patient was reportedly hospitalized for dka and the pump could not be troubleshot.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing found no insulin delivery defects. Due to the patient's continued use of the product, no data was available in the history from the time of the alleged incident. Daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.